Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a 3rd degree burns under the electrodes. It was reported that the patient was using a remedy body lotion that she got from the hospital and that's when she started to get the burn-like marks. It was later reported by the patient's husband that the patient had a raw, burn-like irritation under the front therapy electrode not under any of the ECG electrodes. There was some puss when the patient's husband first noticed the area but it has since dried up and there is no more puss just a raw irritation. The patient's husband reported using the blue defibrillation gel on the therapy electrodes. The proper use of the defibrillation gel was explained. During a follow-up it was reported that the irritation was improving but still looks like a burn. Reporting out of caution as the patient indicated using a lotion that she received from the hospital.